Event description:
Cn called because his reading was 363 at 630pm on his link. On his friends accucheck meter half hour later his reading was 57 and he felt shaky. Advised cn to perform cs test and the reading was 142. Advised cn that his meter failed the cs test. Advised cn to perform cs test with a new box of strips and the reading was 126. Advised cn that the issue is with the strips and not the meter.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.